Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code related to the device's blower motor was found in the ventilator's downloaded error log. Water ingress was observed in the device's sensor board and flow element. The estimate was rejected and the device scrapped per the customer request.